Event description:
A manufacturing representative for a patient whose indication for use is essential tremor and movement disorders reported the patient was experiencing intermittent shocking in their right hand when they would reach for something which had been happening for the last couple of weeks prior to (B)(6) 2016. It was noted that the patient had a battery operated wheelchair. The patient was seen on friday (B)(6) 2016; the extension and battery were palpated in an attempt to recreate the shocking but they were unable to. They had decreased pulse width on the left ventral intermediate nucleus (vim) device which controls the right side of the body from (B)(6) to (B)(6). The shocking had returned on (B)(6) 2016 while the patient was in bed, it was unknown if the patient was lying in a certain position or reaching for something at that time. Impedance were run at 3.0v and all were in range on both left and right sides except for c/11 at 2056 ohms. C/11 is the lead located in the right vim and controlling the left side of the body so was most likely not contributing to the shocking issues. Patient's current settings were right side 10+9-, 3.7v, 150pw, and 185 rate and left side was 3+2-1-, 3.7v, 110pw and 185 rate. Results indicated high impedance. Not all impedance values were available as the test was done with the healthcare professional's clinician programmer. The patient was receiving intended therapeutic benefit, tremors were controlled but therapy could be improved.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the cause of the intermittent shocking was unknown. Additionally, it was noted that there were not any unusually high impedances on the c-11 lead, however, it was noted that the impedance issue was ongoing despite turning dbs off on that side. It is unknown if the device was turned off permanently or as a temporary troubleshooting option.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387s-40, lot# va0g0m4, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0au0j, implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
Additional information was received from a consumer. It was reported that following a implantable neurostimulator (ins) replacement, the patient experienced a worsening of shocking that was related to a frayed lead; the patient was being shocked 50-60 times per day. The ins was off at the time of this report so one of the patient's arms was shaking. The patient was contemplating the surgery to have the lead fixed. It was also stated that the patient was currently taking 2 pills, 8 times per day of a medication that was bothering her. The consumer also reported that when the patient gets their device adjusted the patient would shake all over. During the adjustments, the device would be turned off then slowly turned up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.